Event description:
It was reported that during a visceral procedure, the device was leaking. The seal was not tight. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the cap/base seam and the lower ring of the universal seal assembly cracked. The orifices of the sleeve that assembles with the posts of the cap were noted cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Upon evaluation of the seal mechanism, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak with the test probe inserted through the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. However, an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, as the device was decontaminated with the reset button activated it was damaged. Please note that this condition is unrelated with the incident reported. No incident related to the reported event was observed during the batch record review.